Event description:
Ous MDR - after an implantation time of about 6 months, oversensing in the rv channel was reported. Vf episodes were sensed. Battery depletion of up to 66% was detected. No deterioration in the pt's state of health was reported. The lead and ICD device were explanted.

Manufacturer narrative:
Ous MDR.